Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricular (lv) channel. Technical services (ts) reviewed the reports and could not confirm the loc. Ts suggested reprogramming. The device remains in use. No adverse patient effects were reported.